Manufacturer narrative:
The device was returned for analysis. The reported ¿foot of the proglide device was in the open position¿ was not confirmed. The reported ¿link was exposed/loose¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 7fr sheath, after a peripheral intervention procedure. Reportedly during preparation it was noted that the foot of the proglide device was in the open position and the link was exposed/loose. The lever had not been deployed by the user. There was no patient involvement. An additional proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. No additional information was provided.